Event description:
Device malfunction: foot break. Time of malfunction: unknown. Symptoms/ae: none. It was reported that a physician, trained in use of the perclose at device, attempted femoral arteriotomy closure after a diagnostic left heart catheterization. A cuff miss was reported and no suture was attached to the needle. Hemostasis was achieved with manual compression. There was no adverse pt sequela. During device eval in 2007, a posterior foot break was found. Though requested, no add'l info was available.

Manufacturer narrative:
Evaluation summary: the returned device revealed that the posterior portion of the foot was broken off and was not returned. A posterior cuff miss also occurred. A possible cause for this event could be the needle tip was deflected low and struck the foot causing the foot break. However, this could not be confirmed. No malfunction was detected. We were not able to establish a root cause based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this investigation.